Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prn luer slip adapter .75in inj site leaked during use. The following information was provided by the initial reporter: drug leaked from the septum.

Event description:
It was reported that prn luer slip adapter .75in inj site leaked during use. The following information was provided by the initial reporter: drug leaked from the septum.

Manufacturer narrative:
H.6. Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. No abnormality was observed for the appearance of the adapter and sleeve stopper on the returned pictures. Additionally due current restrictions chinese customs has placed on foreign samples, functional testing of the affected device could not be conducted at the facility of manufacture. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review.